Manufacturer narrative:
As the result of checking the manufacturing record of the same lot, nothing abnormal detected. The exact cause of this phenomenon could not be conclusively determined since the subject devices were discarded by the customer. This report will be supplemented if any important, additional information is obtained.

Event description:
During the procedure that intended to removal of large rectal polyp, the customer tried to clip the bleed. The customer used the two subject devices, but both of them failed to clip properly. One of the two devices had the phenomenon that only one arm of clip had been extended from the sheath. No clips fell into the patient's body and the customer completed this procedure using a similar device. There was no patient injury reported.